Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. During the evaluation, the device alarmed load set, determined to be caused by a link screw (upper) missing from the link and moving freely inside the pump. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump falsely detected a loaded set in the on care area. It was also reported that there was no patient injury.